Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : "radiographic comparison of finned, cementless central pegged glenoid component and conventional cemented pegged glenoid component in total shoulder arthroplasty: a prospective randomized study" kilian c et al., j shoulder elbow surg, 2018 jun;27(6s): s10-s16.

Event description:
From literature: " radiographic comparison of finned, cementless central pegged glenoid component and conventional cemented pegged glenoid component in total shoulder arthroplasty: a prospective randomized study" kilian c et al., j shoulder elbow surg, 2018 jun;27(6s): s10-s16. One complication in the perform group: 1 introperative nondisplaced greater tuberosity fracture that did not require further treatment.